Event description:
It was reported that the device was explanted due to extended charge time anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported event of an extended charge time anomaly was confirmed in the laboratory. Ate and bench testing were performed and the device was found to be normal. The cause of the field reported anomaly of an extended charge time was found to be a low vbatt. (B)(4).